Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer had a sinus infection, which may have caused the high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had last changed his infusion set three days prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.